Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope needle cannot pass the instrument channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over teen (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed; however, during device evaluation, it was found that the gastrovideoscope had a gap between the lens and the ultrasound probe. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the ¿a needle cannot pass the instrument channel¿ and ¿a gap between acoustic lens and ultrasound probe¿ malfunctions could not be identified. Olympus will continue to monitor field performance for this device.